Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related complaints tw ID# (B)(4). Additional complaint record has been created due to unrelated failure mode (s). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the coating on the hemopro 2 device was peeling off during the case and there was a lack of energy being transferred to the jaws. A second device was opened and used to complete the procedure. There was no part of the device that fell into the patient. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4).